Manufacturer narrative:
The insulin pump involved in this event is the 640g insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states. The asr exemption e2015043 was revoked on february 4, 2019. This event was previously reported as an asr. Additional information or analysis results regarding this event will be reported as an MDR.

Event description:
It was reported that the insulin pump had an audio anomaly. The blood glucose level was 7.3 mmol/l. The customer stated that they could not differentiate between the insulin pump audio beep levels. Troubleshooting was provided. Audio issue was not resolved. The insulin pump is returning for analysis.

Manufacturer narrative:
Device passed displacement test. Device received with the audio alert functioning properly. No audio alert anomaly noted. Device alarmed hardware low-level failures alarm (variable 3) during self test and confirmed in the device history due to broken pin 6 trace (sda) on keypad assembly. Device received with corroded battery tube.